Event description:
Hospital imu personnel were attempting to pace a patient in bradycardia with a lifepak 12 defibrillator to transport patient to ICU. It was connected to the patient with disposable pacing/defibrillation/ECG electrodes and ECG leads. Pacing current was raised to 70 ma but, according to the reporter, it was removed and replaced with this device because mechanical capture was not seen by the operator. Pacing current in this device also was raised to 70 ma without clinical signs of mechanical capture. The patient was transported to ICU and no adverse affects were reported as a result of the alleged malfunction.